Manufacturer narrative:
Spectrum medical has determined this event to be reportable pending the results of the investigation.

Event description:
User reported heater cooler did not operate as expected and ultimately stopped working. There was no patient harm; however, spectrum medical considers this type of event to be reportable.

Manufacturer narrative:
During the investigation, the unit was discovered to have two faulty components. The device had been used before without issue, so it is believed that the component failure was caused by wear. Due to lack of available parts to repair the unit, the unit was scrapped to prevent further use.

Event description:
User reported heater cooler did not operate as expected and ultimately stopped working. There was no patient harm; however, spectrum medical considers this type of event to be reportable.

Manufacturer narrative:
Spectrum medical has determined this event to be reportable pending the results of the investigation. Follow-up #1: device has been returned to spectrum medical, but results of the investigation are still pending.

Event description:
User reported heater cooler did not operate as expected and ultimately stopped working. There was no patient harm; however, spectrum medical considers this type of event to be reportable.

Manufacturer narrative:
Spectrum medical has determined this event to be reportable pending the results of the investigation. Follow-up #1: device has been returned to spectrum medical, but results of the investigation are still pending. Follow-up #2: root cause determination is pending the conclusion of the investigation.

Event description:
User reported heater cooler did not operate as expected and ultimately stopped working. There was no patient harm; however, spectrum medical considers this type of event to be reportable.

Manufacturer narrative:
Spectrum medical has determined this event to be reportable pending the results of the investigation. Follow-up #1: device has been returned to spectrum medical, but results of the investigation are still pending. Follow-up #2: root cause determination is pending the conclusion of the investigation. Follow-up #3: root cause determination is pending the conclusion of the investigation.

Event description:
User reported heater cooler did not operate as expected and ultimately stopped working. There was no patient harm; however, spectrum medical considers this type of event to be reportable.